Event description:
Affiliate reported that due to a shunt dysfunction, the pt had an increased cranial circumference resulting in a revision. It was also noted that the surgeon tested the system and found both the ventricular and peritoneal catheters to be free of blockage and the valve providing insufficient flow.

Manufacturer narrative:
Upon completion of the investigation follow up report will be filed.